Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a crack in the battery compartment. It was reported the patient noted the crack and moisture in the battery compartment 3 months prior while changing the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:a battery compartment crack was observed during evaluation. Corrosion was observed within the battery compartment. No moisture was observed on the pump¿s internal components. Leak testing revealed a battery compartment leak. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.